Event description:
According to the reporter, intraoperatively, the adapter and reload could not be removed. When removing the reload, not from the tissue, the jaws would not opened. Treatment intervention was not performed and necessary. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn: (B)(6)); sigphandle, sig power sigphandle handle (sn: unknown); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received attached to a signia adapter, the reload was fully fired, the proximal end of the reload adapter was broken, and the distal portion of the reload was held onto the adapter only by the bent articulation flag. Functionally, the reload could not be removed from the signia adapter by pressing the blue unload switch back then twisting and removing the reload. The signia adapter was partially taken apart to allow the reload to be removed. It was reported that the jaws will not open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that it was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of broken reload adapter can occur due to over flexure of the reload while attached to the instrument. The issue of bent articulation flag can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.